Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm. During follow up the patient mentioned trying to clear the alarm by replacing the bag and using the same cassette. Baxter advised the patient not to do that as it is a potential contamination risk. The patient was involved, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not requested as this was a use error. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The patient stated he cleared an alarm by replacing bags but using the same cassette. This is a confirmed use error, as the disposables are only meant for single use. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.